Event description:
Patient that vns increased her seizure rate. The patient underwent vns removed previously due to intolerability of stimulation (reported in MFR. Report # 1644487-2014-00773). The explanted generator was received and analysis shows that there were no adverse functional, mechanical, or visual issues identified with the returned generator. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. No additional relevant information has been received.